Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device with a test battery but was unable to duplicate the reported issue. The device powered on, charged and shocked each time it was prompted. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that while attempting to charge their device (in order to shock) that it shut down unexpectedly. As a result, defibrillation could not be delivered to the patient. The customer advised that medics were right behind them and they were able to connect their device (i.e. A backup device) and successfully deliver one (1) shock to the patient. The customer estimated that the delay in therapy was approximately 2-3 minutes. The single shock reportedly converted the patient's rhythm to a normal sinus rhythm (nsr). The customer advised that the patient, a male, survived the reported event and that they were unable to provide any further information about the patient.